Manufacturer narrative:
Drager has requested the device for investigation, but not received. Drager is trying to receive the device and add'l info for investigation. Results will be reported in the f/u report.

Event description:
It was reported by (B)(6) to drager: on (B)(6) 2011, a 'd-vapor' desflurane vaporizer was involved in an incident that involved an injury to a nurse. It was reported that during set up, the rubber from within the cap has come out of the cap and stuck in the device, which built up pressure in the machine and forced the cap out hitting a nurse in the eye.